Manufacturer narrative:
The reported complaint was confirmed. Based on the information received and the investigation performed, the cause of the reported event was isolated to abnormal functionality of the internal power supply.

Manufacturer narrative:
Reporter phone number: (B)(4).

Event description:
It was reported that during a rfa procedure on (B)(6) 2025 an error message was received indicating the probe was disconnected. Troubleshooting was unable to resolve the issue. As such, the case was abandoned. Reportedly, there was no adverse patient consequence.